Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the down button has an intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.